Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue): after the rewind/prime steps the pump feels like it is pulsating in reporter's hand like a heart beat. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings:.can not reproduce¿ pulsating vibration issue, after checking alarm history, b/box, code 088-85b3 observed. Found evidence of moisture corrosion on the internal battery that related to vibration. Battery compartment cracked below bumper pad.